Event description:
It was reported intermittent occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. The customer changed supplies and resumed insulin therapy. Reportedly, the customer uses cold insulin which is considered off label use, also reported not cycling the cartridge during the load sequence which is also off label.